Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Customer reported 3 cartridges have leaked insulin into the infusion device. There are a few drops of insulin inside the cartridge compartment, but she was able to clean most with a tissue. Customer was advised how to properly insert the cartridge by attaching the adapter and infusion tube first. No adverse event was reported. The alleged product was requested for evaluation.